Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 289mg/dl. The mother stated that the customer was vomiting before his admission. Troubleshooting was performed, and the drive support cap appears to be normal. The mother mentioned that the device alarmed motor error during bolus delivery. Assisted the caller to run the displacement and self test and they passed. The mother stated when he inserted the infusion set; he thought it came out a little bit of insulin. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.